Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the isi core. The system was verified and ready for use. The unit was analyzed and error 86 was found to indicate the failure occurred in the field. Visual inspection, unit came back with no bezel and air filter was dirty and the personality module audio video (pmav) had damaged ports on vil-2 and both video out leafs (vols). Unit came back without all 4 spring-ld cover. The core was installed onto the golden system, where the components ran as expected. The golden system was set to run 10 power cycles and sitting idle for 45 minutes. Once testing was completed, the system error logs was inspected, but no error could be identified.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a non-recoverable fault occurred, and the system turned red. Multiple hard power cycles were attempted and error returned. The technical support engineer (tse) advised that system would need to be serviced to correct issue and would not be available until service is completed. No known impact or patient consequence was reported.